Event description:
In 2009, the pt reported he had an air bubble in the insulin cartridge of his infusion device. He stated it was not a "big deal because I wear my pump horizontally so it's at the back of the cartridge." The pt was advised of the possible effects of having an air bubble. The pt declined further troubleshooting of the issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.